Event description:
It was reported that the asymptomatic patient presented in clinic for routine check. Upon interrogation, the lead exhibited noise and inappropriate mode switch episodes. No intervention was performed. The patient would continue to be monitored.